Manufacturer narrative:
(B)(4). 3004753838-2024-314344 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion.  No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).